Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Specs of blood were observed on the cannula handle and shaft. There were no observed visual defects. However, under microscopic inspection, it was observed that the heater wire was flexed away at the middle and towards the end of the hot jaw. The wire remained attached at the tip and at the base of the hot jaw. Charred tissue was observed on the lower part of the jaws. A mechanical evaluation was conducted. The vasoview hemopro 2 harvesting tool was taken out for inspection. No defects on the shaft were observed. The harvesting tool was inserted and retracted repeatedly (5 times) without any observed difficulties. A second investigator was able to insert and retract the vasoview hemopro 2 with no difficulty. Based on the returned condition of the device and the results of the investigation the reported failure mode "mechanical issue" was not confirmed. The analyzed failure mode "bent wire was confirmed." Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pa reported that after finishing dissection he proceeded to second step for branch ligation. While trying to insert hemopro 2 harvesting tool inside harvesting cannula, it got stuck and become very stiff and rigid. As a result, the harvesting tool became very difficult every time he pulled in and out. He stated that he eventually requested another hp2 kit to finish procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pa reported that after finishing dissection he proceeded to second step for branch ligation. While trying to insert hemopro 2 harvesting tool inside harvesting cannula, it got stuck and become very stiff and rigid. As a result, the harvesting tool became very difficult every time he pulled in and out. He stated that he eventually requested another hp2 kit to finish procedure.